Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during a laparoscopic lobectomy, the stapler did not fire. The staple was fixed with another device to complete the case. There was no patient injury.